Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, questioning the inaccuracy of the animas pump since her blood glucose is elevated in the 220 mg/dl range for the past 3 weeks. Her symptoms included cranky and tiredness with the reported blood glucose readings. The patient claimed she changes her infusion site every 2 days and the cartridge every 3.5 days. The patient denied any issue with extreme heat, diet change, medication, or health change. The alarm history indicated there was a recent low battery and low/empty cartridge alert. On (B)(6) 2013, there was an occlusion alarm. The total daily dose history reflected the correct delivery. There was no evidence of any product malfunction associated with the reported elevated blood glucose. The patient¿s blood glucose was not elevated at the time of the call to animas. This complaint is being reported due to the unresolved insulin delivery issue. There was no serious injury involved with the reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2: 09/09/2015 device evaluation: the pump has been returned to animas and evaluated on 08/20/2015 with the following findings: the black box data from the time of the event has been overwritten due to continued use of the pump. The available data showed no evidence of an inaccurate deliver. The pump was able to complete a delivery accuracy test with no issue. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was found to be cracked. The display screen was dim and discolored.